Manufacturer narrative:
(B)(4). Results of investigation: the carefusion failure analysis laboratory received the suspect device, a sipap unit, and evaluated the device. An evaluation of the device did not duplicate the reported issue of the unit shutting down without any alarms. There was no indication of any liquid reaching the internal circuitry of the device and no other failures were detected.

Event description:
The customer reported that the tube feeding leaked onto and inside the ventilator, causing the unit to shut off while in use on a patient. No alarm was heard. The patient was placed on another sipap unit and there was no patient harm.